Event description:
The handpiece was returned to the MFR for service, and during the investigation an unknown substance was found on the inside of the handle, which is in the fluid/leak path. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and evaluation. During the investigation, an unknown substance was found inside the device. Based on the investigation details, a possible cause was third party repairs using non-manufacture parts. Service completed any necessary maintenance or repairs and then returned the device to the customer.